Manufacturer narrative:
(B)(4). The reported field event of a difficulty to remove the atrial lead from the header of the device was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the aring and atip set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during explant of the device, there was difficulty removing the atrial lead from the device. There was no issue when the atrial lead was connected to the new device, and no adverse consequences to the patient.